Event description:
It is reported that a costumer called complaining about a button error alarm setting off on their insulin pump. The patient's blood glucose level was at 300 mg/dl. The cause of the button error alarm is unknown. The customer was informed that the pump must be replaced and also was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. The device was received with minor scratched display window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.